Event description:
While patient was on cvvhdf (continuous ven-venous hemodiafiltration) therapy in the icc, the rn noticed the fluid removed was greater than what the device was set to remove. Therapy was discontinued and the renal physician and rn removed the device from service. An IV fluid bolus was administered to the patient. When the crrt record was reviewed for 24hrs they found three hours with excessive fluid removal, (217 to 338 ml/hr extra removed) which totaled 797 ml over five hours. All hours in question had alarms totaling five alarms.